Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed far field r-wave oversensing resulting in inappropriate mode switch episodes on the right atrium leadless pacemaker (ralp). Programming changes were discussed; no changes or interventions were reported. The patient condition was not known.